Manufacturer narrative:
Date rec¿d by MFR : 04oct2019. The front bezel was returned to the manufacturer for failure analysis. During testing, it was confirmed that the ac/on led was non-functional. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/03/2019. The manufacturer's international service technician confirmed the reported issue. The international service technician replaced the front bezel to address the illumination failure and the power management board to address the power issue.

Event description:
It was reported that the unit had an orange and green light emitting diode (led) illumination failure. It was also reported that the unit powered off slowly. There was no patient involvement.